Manufacturer narrative:
(B)(4) - a manufacturing evaluation could not be performed as the lot number is not available.

Manufacturer narrative:
Concomitant medical products: added patient medications - percocet, albuterol, alprazolam, amiodarone, aspirin, cyanocobalamin, darbepoetin, docusate, folic acid, ipratropium, metoprolol, miconazole (topical), multivitamin, pantoprazole, senna, and tiotropium (inhaler) updated conclusion: the cause of the type iii endoleak and rupture involving the aortic extender component is unknown. However, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts. The cause of the post-operative renal failure is unknown.

Event description:
In (B)(6) 2012 (exact date unknown), the patient underwent treatment of an abdominal aortic aneurysm with an endologix system. In (B)(6) 2014 (exact date unknown), the patient presented with a type iii endoleak and aneurysm rupture. It was also reported that distal migration of the proximal component of the endologix system was identified. The patient underwent emergent repair of the rupture and was relined endovascularly with a gore excluder aaa endoprosthesis aortic extender component. It was reported the patient had a long, difficult post-operative hospital course that included respiratory failure requiring tracheostomy, renal failure requiring short term hemodialysis, and tube feedings. The patient was later discharged and was noted to be doing well and CT-scan stable. On (B)(6) 2014, the patient presented emergently with a contained rupture, and a type iii endoleak between the aortic extender component and most proximal endologix device was identified. The same day, an additional procedure was performed whereby a cook thoracic stent graft was implanted to reline the aortic extender component and endologix device. All devices were then relined with four gore excluder aaa endoprostheses. Final angiography showed exclusion of the rupture with no evidence of endoleak. The patient reportedly had a protracted post-operative course and required a redo tracheotomy for respiratory failure. However, the patient was later discharged in stable condition.

Event description:
On an unknown date, the patient underwent treatment of an abdominal aortic aneurysm with an endologix system. It was reported that post-operatively, the proximal component of the endologix system migrated distally. On an unknown date, a gore® excluder® aaa endoprosthesis aortic extender component was implanted to treat the endologix migration. On an unknown date, a type iii endoleak between the aortic extender component and most proximal endologix device was identified. An additional procedure was performed (date unknown) whereby a cook® thoracic stent graft was implanted to reline the aortic extender component and endologix device. On (B)(6) 2014, the patient presented emergently with a contained rupture. An additional procedure was performed whereby the previously placed devices were relined with four gore® excluder® aaa endoprostheses. Final angiography showed exclusion of the rupture with no evidence of endoleak. The patient was stable at the end of the procedure. Additional information has been requested.